Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight: unknown / not provided b3: date of event: unknown / not provided g4: premarket identification PMA/510(k) #: k101880.

Event description:
It was reported the implant was placed at tooth site #36 with a low torque and had to be assisted by the ratchet. Fracture of the mount inside the implant and the implant was left in the mouth. 4 months later, in the radiography it was observed that the implant was not sufficiently buried and apical bone loss was observed and the implant was removed. This report refers to mount fracture event.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative zimvie received one (1) tsvmwb10, (imp, tsv,mcol mg,4.7mm,10m) for evaluation. Visual evaluation was performed, there was a removal tool stuck to it. The implant removal tool (irt) was stuck inside a fractured mount hex which was stick inside the implant. The irt didn¿t cause the mount fractured. It became stuck during the removal process. The irt was recorded as a contaminant. DHR review was completed for the subject lot number 1277745. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277745 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : mount¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during placement. Therefore, based on the available information, a device malfunction did occur. The mounts hex was fractured and stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.